Manufacturer narrative:
(B)(4). Investigation summary. The device was returned with no apparent damage. In addition the blade was not broken off as reported. The device was connected to a test hand piece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. The device was disassembled to inspect the internal components and no anomalies were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Our manufacturing process has been identified to be the possible cause of the eeprom issue.

Manufacturer narrative:
(B)(4). Batch #: t95477. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that titanium tip was broken during procedure of endoscopic pancreatoduodenectomy. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.